Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2021-01228, 1220908-2021-01230, and 1220908-2021-01278 for similar reports from the same customer.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty fuse on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.